Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome - other. It was reported that the patient was unable to charge their device. The patient stated that they say an elective replacement indicator (eri) message, but it had later turned into an end of service (eos) message. The patient noted that when they looked it up they saw that the battery life was a problem when they saw the error message. She had been in pain due to the device no longer providing therapy, but she had not been able to do anything due to health insurance reasons. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2017. It was reported that their implantable neurostimulator (ins) was at the end of its service life. The patient stated that the ins was done eight years ago. No further complications were reported or anticipated.